Manufacturer narrative:
The facility advised that two stnas (state tested nursing assistants) were in the process of transferring the patient when the incident occurred. The patient was approximately 1-2 inches away from the bed and 1-2 inches above the height of the bed when the boom lowered. The reported weight of the patient is (B)(6), which is within the weight capacity of 450 pounds for the rpl450-1 lift. On (B)(6) 2018, an invacare technician went to the facility to service the lift. He advised that the gears were stripped within the actuator motor, which controls the raising and lowering of the boom. The invacare technician advised that the facility had just signed up for invacare's preventative maintenance program, and this was the first time that an invacare technician had serviced the lift. The date code of the actuator indicates that it is original to the lift and has exceeded its wear period of 2 years. Additionally, the rpl450-1 lift, which was manufactured in april 2001, has exceeded its expected life of 8 years. The invacare technician replaced the actuator to restore function of the lift. He brought the defective actuator back to invacare, and it is pending further analysis. Once the evaluation has been completed, a supplemental record will be filed.

Event description:
The facility reported that the motor on the rpl450-1 lift failed, causing the patient to fall to the floor. She sustained a large laceration to the left lower extremity, which required 72 sutures.

Manufacturer narrative:
The motor actuator was evaluated by invacare, and the complaint of the actuator failing was confirmed. The actuator was plugged into a test lift controller to test mechanical functionality. When the hand pendant was given a command to raise or lower the actuator, the actuator did not extend or retract, though the motor inside the actuator was heard operating. The actuator was able to be extended and retracted manually without the use of the emergency release. The actuator will be sent to the supplier to further investigate the failure.

Event description:
The facility reported that the motor on the rpl450-1 lift failed, causing the patient to fall to the floor. She sustained a large laceration to the left lower extremity, which required 72 sutures.

Manufacturer narrative:
The supplier completed an evaluation of the actuator. They determined that the actuator housing and outer tube had scratches and wear that could indicate abnormal use of the actuator. The actuator housing was opened to inspect the inner components of the actuator. It was found that the spindle nut had broken into two parts, and the parts were situated on different places of the threaded rod spindle. After the spindle nut was broken, the metal mechanical-bushing was pulled off the threads on the spindle nut, which resulted in the actuator inner tube going inward, as there was nothing there to support it. Due to the damage observed inside the component, it was not possible to determine the root cause of the failure, but misuse and possible abuse may have played a factor. The actuator was 17 years old, so it has exceeded its expected wear period of 2 years.

Event description:
The facility reported that the motor on the rpl450-1 lift failed, causing the patient to fall to the floor. She sustained a large laceration to the left lower extremity, which required 72 sutures.